Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. Process step and cycle were not found in the event log. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient. This event occurred during evaluation, no patient was involved.

Manufacturer narrative:
(B)(4). As the product code and lot number are unknown, and 510k will not be provided in this report. There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). A system error (se) 2367 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4)